Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the waveguide had fractured and disengaged. Functionally, the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. The evaluation found that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. It was reported that the device was difficult to activate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device was difficult to activate. They exchanged for another product to complete the case. There was no patient involvement. The medtronic initial investigation of the disposable device revealed that the tip of the waveguide had fractured and disengaged. The broken piece was returned.